Event description:
A pd pt contacted baxter technical svc ctr regarding a low drain volume alarm during initial drain of therapy using the home choice sys. The drain volume was 116ml. The svc rep asked the home pt to check pt line, but the home pt was not able to check. The home pt was in the hosp and tried to get the nurse. He could not get help. The home pt hung up the phone. Add'l info obtained from a pd nurse. The nurse was contacted in order to obtain add'l info regarding the low drain alarm and the status of the home pt. The nurse stated that the pt had expired at morehead hosp due to a complication of sepsis. The nurse, also, indicated that the pt was admitted to the hosp in 2007 because peritonitis was suspected. Regarding the pt medical history the nurse indicated that the pt suffered from diabetes and had a left unilateral amputation located below the knee. No other info available at this time.

Manufacturer narrative:
Baxter investigation revealed that the pt expired due to sepsis. A copy of the facility's esrd death notification was provided. Further info regarding medical history, primary and secondary cause of death has been requested from morehead hosp, but not rec'd yet. Baxter requested the instrument for eval. The results will be provided upon completion.